Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a flat signal in the shock channel, undersensing on the atrial channel, and farfield oversensing of a ventricular signal on the atrial signal. Technical services (ts) reviewed the reports and explained the signal was not flat and provided explanation as to why the signal appeared flat. Ts also confirmed undersensing and explained device function. Ts noted that the farfield oversensing was appropriately blanked. Thus, no programming changes were not needed. The device remains in use. No adverse patient effects were reported.